Event description:
It was reported that the deaeration chamber of a prismaflex st150 set was observed to be cracked, which allowed air to enter the circuit and a leak during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address:(B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Both air leak and underwater air leak testing was performed, and no leaks were detected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.